Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix could not extend was not confirmed. Visual inspection found the helix to be extended and clogged with dried blood. The measured full helix extension length was within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead which resulted in exit block and led to discomfort for the patient. The loss of capture was due to a lead dislodgement. An attempt was made to reposition the rv lead, however the helix would no longer extend correctly, so a new lead was implanted. The patient was stable following the procedure.